Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for foreign matter (hair) with the incident lot was observed. Additionally, evaluation of the customer samples was performed and foreign matter (hair) was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer photos, the customer¿s indicated failure mode for foreign matter (hair) with the incident lot was observed. Additionally, evaluation of the customer samples was conducted and foreign matter (hair) was observed. Based on the investigation, a root cause could not be determined.

Event description:
It was reported before use of the bd preset¿ syringe with attached needle after open the abg unit seal the nurse found there was a long hair inside the barrel. There was no report of injury or medical intervention.